Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal team, approximately 9.5 years post initial left side tha, the male patient had a revision for an unknown reason. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H10. Additional/updated information - b6, b7, d8, d10, h6. Medical device problem code pending investigation.

Manufacturer narrative:
H11. This is a duplicate case. This event was initially reported under MFR#1038671-2020-10285-it was reported that a patient experienced a left knee revision surgery on 10/28/2015, due to infection. Initial surgery date was (B)(6) 2006. Ps cemented femoral sz 4, product code: jwh/catalog # 204-01-04/sn (B)(6).

Event description:
As reported by legal team, approximately 9.5 years post initial left side tha, the male patient had a revision for an unknown reason. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.